Manufacturer narrative:
Concomitant medical products: 693565, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing, which lead to over-pacing, intermittent pacing, and capture issues. It was also reported that the ra lead exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited far field r-wave (ffrw) triggering inappropriate atrial tachycardia/atrial fibrillation (at/af) detection.